Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was evaluated during follow-up reprogramming for worsening pain. Low impedance or a possible short on certain electrodes was reported, with impedance values of 1010, 1020, 890, 950, 970, and 890 on the identified electrodes. Device troubleshooting and testing were performed, including checking device connections, measuring impedances, and testing stimulation output across electrodes; connections were reported as good and stimulation output did not appear to be affected based on the patient¿s response. Reprogramming was performed to avoid the electrodes with the possible short when programming therapy. The issue was reported as ongoing and not resolved, and the devices remained implanted and in service. The manufacturer representative (rep) indicated they would send any further information as they become aware.